Manufacturer narrative:
The device return is anticipated, however; at the time of the report, verathon has not received the device.

Event description:
It was reported that during a patient procedure, using a glidescope titanium video cable, the image would disappear when the cable was manipulated. No delay in the procedure, use of a backup device, or harm to the patient or user reported.

Manufacturer narrative:
The glidescope titanium video cable was returned to verathon for evaluation. A verathon technical service representative evaluated the returned cable where they were unable to duplicate the reported disappearing image issue. When connected to a test video monitor and blade, the device would display an image that was stable and clear with good color rendition. Since the customer received a replacement cable, the returned cable was scrapped. No further investigation is required at this time. Verathon will continue to monitor for trends.